Manufacturer narrative:
Failure analysis found all buttons functioning properly; however, moisture damage was noted on the keypad traces. There was no button error alarm noted during testing. There were no sticky buttons or moisture damage inside the pump. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. She mentioned that the esc button was sticking before she received the button error alarm. She tried to clear the alarm but nothing happened. The customer's blood glucose reading was 182mg/dl. The customer was advised to revert to a back-up plan and that the device would be replaced. The customer called back to retract her statement but she was informed that the insulin pump must be returned for analysis. The customer agreed to return the product for analysis.